Manufacturer narrative:
This report is submitted on sept 4, 2019.

Event description:
Per the clinic, the patient experienced an infection at the abutment site which spread to his skull. A revision surgery was performed to excise part of the skull. It is unknown if the implant was removed.